Event description:
Pt reported that the lancet, inserted in the softclix plus lancet device, protrudes beyond the device end-cap. Pt indicated that, as a result, she experienced an unintentional finger stick. Pt neither sought nor received treatment for the puncture. Pt did not provide the location where the problem was first discovered. Technical support requested the return of the suspect product and replacement product was shipped.